Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the right ventricular lead perforated the right ventricle. The lead was cut and replaced, the patient was in stable condition.